Event description:
A malfunction was reported, identified by a specific code. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, and with technical support's assistance, successfully reset the device. The issue did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue arises again.